Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2025.

Event description:
Per the clinic, the patient underwent a revision surgery (specific date not reported) to reposition the internal device due to migration of electrode array. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025. The patient was reimplanted with another cochlear device during the same surgery.